Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the corrosion in the air/ water (a/w) supply tube was traced to component failure and the most probable root cause of the white residue in the air/ water (a/w) supply tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion and white residue in the air/ water (a/w) supply tube were found. There was no patient involvement.